Event description:
The company was informed that the pt experienced a cerebrospinal fluid (csf) leak during implant surgery. The csf leak was repaired prior to closing the pt's surgical site. The pt was successfully implanted.